Event description:
It was reported that as the surgeon placed the nail for an intertrochanteric fracture and began insertion of the helical blade into the nail, it was noted that the locking mechanism in the nail was already engaged which prevented the helical blade from advancing. Surgeon disengaged the locking mechanism and was still unable to advance the helical blade through the nail. The nail and blade were removed and another nail and helical blade implanted. This is report 2 of 2 for the same event.

Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation revealed that the part was received in good condition with some scraping in the gold anodize where the flutes taper out to the 11 mm shaft diameter. The blade was inserted easily into the hole in the nail. The returned part meets design intent. Based on the condition of the device and the evaluation, the complaint is deemed invalid from a product development standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: product development evaluation for this complaint revealed the locking mechanism was already deployed. Therefore, this evaluation is invalid from a design perspective. The manufacturing evaluation investigated the product to the latest design specifications via inspection sheets (B)(4). Since all features relevant to the complaint condition meet specification, the complaint is invalid. Original awareness date is (B)(4) 2011, new information: product development evaluation was received on 8/14/2013 and manufacturing evaluation on 8/30/2013. Placeholder.